Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
The consumer reported she had a third overdischarge in 2013. The patient stated it wasn't all the way dead like when the guys dealt with the overdischarge the month before. The patient could not figure out why it wasn't staying charged and then stopped dealing with it. The patient quit using the implantable neurostimulator (ins) because the ins overdischarged three times. The patient was to follow up with the health careprovider (hcp). It was reviewed how an overdischarge occurs, how to prevent, recharging weekly and checking the ins status. The patient stated no one told her those things. She stated she used the therapy every day for three years and didn't not charge it and the hcp thinks the battery just gave out. The patient stated she kept charging it all along and asked the hcp why she needed to use it when she doesn't need it. The patient stated no one told her about the recharge frequency, so the patient made the decision to just stop using it all together. She also did not recharge it either because she didn't need it. The patient was going to talk to the hcp about next steps. Medical history includes degenerative disc disease. The device manufacturer's representative (rep) reported this might be the patient's third overdischarge. The rep was going to perform a physician recharge mode. (Prm). The last successful recharge was (B)(6) 2015. The rep was going to clear the power on reset (por) as soon as the ins was 25% charged. The rep reported he will be performing a pmr. There were no patient symptoms reported. If additional information is received, a supplemental report will be submitted.

Event description:
Additional information received from the manufacturer's representative reported they were able to clear a power on reset (por) that had a 0x8 code with the clinician programmer. The patient was now able to charge normally with the implantable neurostimulator recharger (insr).

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their ins was dead and they needed a new battery. They stated that they needed an MRI for a torn rotator cuff. The patient mentioned that they had not used their device because they had a loss of therapy, because they were having recharging difficulties. The patient stated that they worked with the manufacturer representative (rep) on the ins issues, but never got them resolved, so the caller put the stuff in a bag and threw it in their closet and never touched it again. The patient stated that the rep was no help and told them that they ¿just needed to charge their device and told them that it couldn¿t be worn out yet¿. The patient stated that they were charging everyday for 6 to 7 years. They stated that they ¿know how to charge and that wasn¿t the issue¿. They stated that ¿they charged the hell out of that thing and it would just quit¿. The patient reported that they asked for help from the healthcare provider (hcp), nurse, neighbor and rep and nobody could figure it out. The patient said they were in so much pain and were sick at the time of the recharging issues, but since the device had been off/dead they were not experiencing leg pain anymore (reason for their device). It was asked but was unknown when the patient¿s recharging issues began and when they stopped using their device, but the patient stated that they though it had been maybe four years (maybe 2015). It was also asked but was unknown when the patient was sick and in pain. The patient was redirected to follow-up with their hcp to discuss ins replacement. Battery longevity was reviewed and no allegations were made towards the longevity of the device. No further complications were reported/anticipated.